Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that while retracting balloon through the introducer sheath, the balloon got stuck at the distal tip of sheath. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2025.

Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly ruptured. It was further reported that while retracting balloon through the introducer sheath balloon got stuck at the distal tip of sheath. Reportedly the new access site was used to remove the balloon. The patient is reported to be stable.

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, the distal tip and balloon were noted completely detached from the catheter. The balloon was also inverted with frayed fibers. The inner guidewire lumen was completed detached from the outer catheter and was noted to have bunching throughout. Both the inner guidewire lumen and outer catheter were noted to be kinked throughout. The marker bands were still present. No functional testing was performed due to the condition of the sample. Therefore, the investigation is inconclusive for the reported balloon rupture and sheath removal difficulty as no functional testing could be performed due to the condition of the returned sample. However, the investigation is confirmed for the identified detachment as the sample was returned detached with the inner guidewire lumen, outer catheter and balloon all separate. A definitive root cause for the alleged balloon rupture, sheath removal difficulty and identified detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.